Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Expiration date - unknown age of device - unknown device MFR. Date - unknown other - it is not known if the device was used appropriately, however, it was evaluated and found to be conforming and within specification. The mating component was also found to be conforming and met specification. This report filed june 5, 2009.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing a tibial bearing trial and ps post in 2009. The ps post released from trial during removal from the knee joint and fell into the incision without doctor or surgical team noticing. It was noticed on the post-op x-ray and the patient was taken back to the o.r. For removal of post.